Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.5x8 mm nc trek rx balloon dilatation catheter (bdc) would not deflate completely after post dilatation of a previously implanted stent. Reportedly, the bdc was prepped per the instructions for use (IFU) and there was no resistance during advancement. It is unknown if there was resistance during removal of the bdc. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.